Manufacturer narrative:
Continuation of d10: product ID: l-envpro-16; product lot/serial number unknown; product type: compression loading system (cls); implant date {{implant date}}; explant date {{explant date}} product ID d-envpro-16; product lot/serial number unknown; product type: delivery catheter system (dcs); implant date {{implant date}}; explant date {{explant date}} product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a severely calcified and stenotic aortic valve with asymmetrical calcification, a pre implant dilation was performed using a 26 mm vacs balloon. The first deployment attempted resulted in the valve being slightly under-expanded, however due to "bad" blood pressure and condition of the patient, the team elected to release the valve. The patient's blood pressure was "quite high" after the valve release. Within the following fluoroscopic image, the team noticed that the valve had migrated towards the aorta. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Static images, media files, and a mobile product experience report (mpxr) questionnaire were provided for review of the event description. Images from the patient¿s executive summary were provided for anatomical review. Patient¿s annulus perimeter was 90.4 millimeter (mm) with a perimeter derived diameter of 28.8mm suggesting a 34mm evolut. The patient¿s left ventricular outflow tract (lvot) was wider with a perimeter of 94.8mm. Additionally, the aortic valve appeared to be significantly calcified. It was reported that the valve was under expanded but the implanting team decided to release the valve due to hypotension. Only one view was provided which makes it difficult to evaluate the under expansion. Another view would be required to determine degree of under expansion. The valve eventually dislodged aortic, possibly due to under expansion. Subsequently, a non-medtronic valve was implanted. Of note, the instructions for use (IFU) states that potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, prosthetic valve migration/embolization. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the limited information available, no root cause can be determined. However, calcification is likely a contributing factor. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited available information however, the severely calcified annulus and valve constrainment were likely contributing causes. Dislodge events are typically not related to a device malfunction. Hypertension and hypotension are known potential adverse effects per the device IFU, with a variety of factors that can influence its onset. Due to the limited information available, a conclusive root cause could not be determined. No further adverse patient effects were reported. This event does not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the "bad" blood pressure that the patient experienced was low blood pressure. The measurement was noted to be 50/30 millimeters of mercury (mmhg). No additional adverse patient effects were reported.